Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Describe event or problem: pt was admitted for repeat c-section and positioned for spinal anesthesia. During the placement of the spinal anesthetic, spinal needle lodged and broke off under the skin. Patient was taken to surgery for surgical removal of needle.